Event description:
Patients femoral head and liner were previously replaced on (B)(6) 2021. Surgeon noticed signs of trunionosis while cleaning out the joint. Patient later returned showing signs of infection. Surgeon removed the components and implanted a prostalac. Surgeon would like the trunnion examined on the stem with a response letter of the findings. Doi: unk; dor: (B)(6) 2022 (left hip). Please see (B)(4) for the first revision.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patients femoral head and liner were previously replaced on (B)(6) 2021. Surgeon noticed signs of trunionosis while cleaning out the joint. Patient later returned showing signs of infection. Surgeon removed the components and implanted a prostalac. Surgeon would like the trunnion examined on the stem with a response letter of the findings. Doi: unk; dor: (B)(6) 2022 (left hip). Please see (B)(4) for the first revision.

Event description:
1. Was there a surgical delay because of this event? If yes, what is the duration of the delay? 2. Please confirm if other components explanted during revision surgery were depuy? Please provide details. 3. Please provide date of implantation. 4. Please confirm if products revised on (B)(6), 2021 were depuy? Kindly provide details. Reponse: 1)the patient had a revision surgery to replace the head and liner then another revision surgery to remove the components due to infection. I'm not sure if that qualifies as a delay. 2)the cup explanted during surgery was a smith & nephew cup and liner. The head explanted was our head. I don't have records from the original surgery yet but the head removed from infection was 1365-40-720, lot# 9847668. 3)as stated above I don't have records from the original surgery yet, I am still attempting to secure that. 4)the products revised on (B)(6) 2021 are stated above.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 and h6 (patient) by removing code foreign body reaction (e2316).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d10

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Visual examination of the returned device did not identify a device issue. It cannot be determined that a device failure or malfunction contributed to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.